Event description:
It was reported to boston scientific corporation in 2006, that a cre balloon was used during a procedure (patient age, gender and weight are unknown) the same day. The balloon dilation catheter had been selected and advanced to the target stricture. The balloon was inflated slightly with low pressure. When more pressure was added the balloon was not able to be inflated. Note: as reported, this event did not represent an MDR-reportable scenario. Evaluation of the returned device, completed the following month, revealed that the balloon was torn longitudinally (this is an MDR-reportable scenario).

Manufacturer narrative:
The complaint sample was returned for evaluation and on inspection of the balloon a longitudinal tear was found. The device history record for this lot was reviewed and no anomalies were noted. A review for similar complaints was completed and there were no other complaints associated with this lot. The root cause of this complaint could not be determined.